Event description:
The customer contacted stryker to report their device would not power on when the lid is opened as expected. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined the customer received a replacement device.

Event description:
The customer contacted stryker to report their device would not power on when the lid is opened as expected. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient involvement reported with the event.